Manufacturer narrative:
The part was returned for further investigation and test #2 indicates a loose connection within the da-mc cable resulting in spi bus failure.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition board and the data acquisition to motor controller cable to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending completion of repair from field service engineer.

Event description:
The customer reported that when the ventilator is bumped or accelerated or suddenly stopped. The unit alarmed with pressure regulation high occurrence. The customer reported there was no patient involvement.